Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing a "cgm error 42." There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and after following these steps, the caller successfully started their sensor session without encountering the error code again.